Event description:
It was reported that there was an unknown alarm. Reportedly, the alarm cleared and the customer continued to use the pump for insulin therapy. Additionally, it was reported that the pump touchscreen was less responsive. During troubleshooting with tandem technical support it was discovered that the pump was functioning as intended. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Correction boluses were delivered as well as a manual dose injection was given to address bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.